Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer a definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was using the universal poly nav driver to place iliac bolts with expedium 5.5. Spine system. Dr. (B)(6) cannulated the trajectory for the iliac bolt using the medtronic navlock pedicle probe and verified the trajectory using the ball tip feeler. Once verified, dr. (B)(6) continued to prepare the pathway for the iliac bolt using the 7mm exp unav tap (279702700n). Dr. (B)(6) advanced the tap to a 90mm depth, removed the tap and again confirmed with a ball tip probe. Dr. (B)(6) was advised that the 8mm tap should be used to further set the pathway, however it was determined to not be needed. Dr. (B)(6) inserted the 9x90mm iliac bolt requested using the unav driver (279734000n) and advanced the screw through the bone. When the screw had been driven into approximately 60mm of bone, there was an audible "click" from the driver as the t20 star piece broke off the tip of the driver. The driver tip was lodged within the screw recess and prevented dr. (B)(6) from reengaging the screw with a new driver to either remove or advance the screw. Dr. (B)(6) used a 5.5x35mm rod and torqued the rod to the damaged polyaxial screw. He was then able to remove the damaged and successfully implant a 9x80mm iliac bolt with no additional incident.